Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic') in a 25-year-old female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included multiple allergies, migraine, dizzy spells, high cholesterol, ovarian cyst, uti, depression, bronchitis, menses irregular and uterine bleeding. Previously administered products included for an unreported indication: depo provera. Concomitant products included cetirizine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: hot flashes, mood swings,") and hot flush ("hormonal changes describe: hot flashes, mood swings,") and was found to have weight increased ("weight gain"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, back pain, cystitis, vaginal infection, mood swings, weight increased, migraine, dyspareunia, abdominal pain, menstruation irregular and hot flush outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 rings on the left and 5 rings on the right. Received treatment for vaginal hemorrhage, menorrhagia, hormonal changes she did not claim that essure worsened a previously existing injury/condition. Discrepancy noted in date(s) of removal: (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number: 628146 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received : events added-hot flashes, mood swings. Reporter added, patient demographic added, events onset date, medical history added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included cetirizine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, back pain, cystitis, vaginal infection, hormone level abnormal, weight increased, migraine, dyspareunia, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 rings on the left and 5 rings on the right. Received treatment for vaginal hemorrhage, menorrhagia, hormonal changes she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs & mr received: reporter, lot number, new events : "abnormal bleeding vaginal, menorrhagia, migraines , dyspareunia, irregular periods, device monitoring procedure not performed, abdominal pain", concomitant drug and historical drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 628146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included cetirizine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes describe"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, back pain, cystitis, vaginal infection, hormone level abnormal, weight increased, migraine, dyspareunia, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 4 rings on the left and 5 rings on the right. Received treatment for vaginal hemorrhage, menorrhagia, hormonal changes she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Lot number: 628146 manufacture date: 2008-09 expiration date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/ chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), cystitis ("bladder infect") and vaginal infection ("vag. Infect") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, back pain, cystitis, vaginal infection, hormone level abnormal and weight increased outcome was unknown. The reporter considered back pain, cystitis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2019: case became incident. Injury nos was replaced with new events dysmenorrhea, back pain, weight gain, general abnormal bleeding, bladder infection, vaginal infection, hormonal changes. Patients dob added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.